Manufacturer narrative:
(B)(4). The device was discarded; therefore, no device analysis could be performed. Should additional relevant information become available a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). A review of all batch record documents was performed with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted.

Event description:
It was reported that the plastic tubing completely detached from the spike port of a clearlink y-type blood/solution set. The nurse reported "when attempting to spike a unit of prbcs for a blood transfusion, the hard plastic spike came loose from the soft plastic tubing, causing the blood to spill from the blood bag onto the floor and counter." The spike port was properly inserted in the blood bag. There was no patient involvement; therefore, no patient injury occurred as a result of this incident. No additional information is available.